Event description:
During surgery for cancer resection, the linear stapler was used to staple the bowel prior to cutting. The stapler discharged but did not close. When the bowel was cut, the contents of the bowel emptied into the pelvic cavity. This resulted in increased surgical time for clean up of the area, and increased the risk of tumor spread and post-op infection.